Event description:
It was reported by svc report that the scale was not accurate and bed exit did not work. It is unk if there was pt involvement or if adverse consequences to report.

Manufacturer narrative:
Result: scale was out of calibration.